Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had been hospitalized. The reason for hospitalization was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient had old neurostimulators that were not functional. The caller said an abscess formed around one. The patient was in and out of the hospital for the past five months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient was in the hospital for anemia, the patient is in a nursing facility. The patient had their spinal cord stimulator explanted due to infection in (B)(6) 2017 at (B)(6). No further information was reported.